Manufacturer narrative:
B1 b2 b5: replace b5 statement h1 h6: remove health effect - clinical code 4582 and health effect - impact code 2199; add health effect - clinical code 4614 and health effect - impact code 1905 b1 b2 b5: replace b5 statement h1 h6: remove health effect - clinical code 4582 and health effect - impact code 2199; add health effect - clinical code 4614 and health effect - impact code 1905.

Event description:
It was reported that an occlusion alarm followed by a malfunction alarm occurred. The customer reverted to an alternate method of insulin therapy. Customer¿s blood glucose (bg) level was over 500 mg/dl with large ketones and required intervention by customer's primary care provider (pcp) to address with a manual correction injection.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that an occlusion alarm followed by a malfunction alarm occurred. The customer reverted to an alternate method of insulin therapy. Customer¿s blood glucose level was between 360-500 mg/dl.